Manufacturer narrative:
Conclusion: specimen tube suspected not to be fully inserted into tube holder. Bec urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that the probe of their coulter ac·t diff2 hematology analyzer had pierced the bottom of a specimen tube causing blood to leak out. The operator was wearing personal protective equipment (ppe - gloves) at the time of the event. There was no injury to the operator or exposure to open wounds or mucous membranes. The operator did not seek medical attention. The customer reviewed the material safety data sheet (msds). The facility does have an exposure control / risk management plan in place. The customer was instructed on how to remove the probe that was stuck in the specimen tube. After the analyzer passed its start-up procedure, the customer ran a blank sample in cap pierce mode. The probe functioned normally and did not get stuck. On-site service was not required as the customer called back later and reported that the analyzer was operational. The customer reported that she believes that the bottom of the specimen tube was pierced because the specimen tube was not fully inserted into the tube holder. Patient results were not impacted due to this event. There was no impact to patient treatment associated with this event.